Event description:
A home patient (hp) contacted global technical services (gts) regarding assistance with the homechoice (hc) unit during fill 1 of 1. The hp stated he was in day fill 1 of 1 and had disconnected himself. The hp stated he needed to reprime the patient line. Gts explained to the hp he can't reprime the patient line at this point and that he would need to start over with new supplies. The hp stated he was not starting over and he would just reconnect to continue his therapy. Gts advised the hp call his peritoneal dialysis (pd) nurse to advice. There was patient involvement but no injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). No further detail is available at this time. A follow-up report will be submitted upon the completion of baxter's quality review.

Manufacturer narrative:
(B)(4). Additional information: an engineering quality review was completed for this report of a use error. The patient was in day fill 1 of 1 and wanted to re-prime. The patient had disconnected from the cassette. The report was not confirmed due to lack of product sample. The lot number was unknown; therefore, a batch review was not performed. Based on the information obtained from baxter's investigation, the root cause of this report is use error / mis-use. The labeling review found the patient at home guide to be adequate for the use/user error identified in this incident. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress.